Event description:
The customer received a high out of range control result of 148mg/dl on her contour next link meter. The meter did not mark it as a control test, which could potentially be interpreted as a blood result. No adverse event was alleged. Control solution is to be returned for evaluation. New strips and control were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.